Manufacturer narrative:
(B)(4). D10: medical products: item#: unknown, unknown standard poly 36mm+3; lot#: unknown. Item#: unknown, unknown +10 tray; lot#: unknown. Item#: unknown, unknown stem size 10; lot#: unknown. Item#: unknown, unknown 36mm glenosphere; lot#: unknown. Item#: unknown, unknown 36mm screw; lot#: unknown. Item#: unknown, unknown tm baseplate 25mm; lot#: unknown. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted in the patient. H10: related report number: 0001822565-2025-02662. 0001822565-2025-02659. 0001822565-2025-02660. 0001822565-2025-02661. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had a revision left reverse total shoulder arthroplasty performed eight (8) years and one (1) month ago. Subsequently, approximately four (4) months later the patient was revised due to pain. During the revision, recurrence of abundant scar tissue was debrided from the joint along with chronic hemarthrosis. The surgeon found no obvious implant failures but did note some laxity within the joint. Therefore, the tray and bearing were removed along with the proximal portion of the stem. The components were replaced without complication with an augment supporting the structure. The soft tissues were re-anchored to support the joint.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a3; b4; b5; b7; d2; g1; g3; g6; h1; h2; h3; h6; h10. The reported event was confirmed by review of operative notes. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: revision operative report indicated significant scar tissue encountered, there was some laxity noted. Chronic hemarthrosis evacuated from the joint. The device history record was not reviewed as device history record review cannot be performed without product identification. A definitive root cause cannot be determined. Arthrofibrosis / hemarthrosis : the reported event was determined to be unrelated to the reported products. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.